Manufacturer narrative:
Service & repair evaluation: the customer reported the holding sleeve was not capturing or holding screws correctly; the repair technician reported the inner sleeve was bent and damaged. Bent is the reason for repair, but the item is not repairable. The cause of the issue is unknown. The item will be forwarded for further investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: the procedure was reportedly prolonged by three (3) minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service and repair record review was attempted for the subject device but could not be completed because the device is a lot controlled item. The manufacture date of this item is dec 3, 1998. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver blade with holding sleeve was is not capturing and/or holding screws as it should be during a surgery on an unknown date. There was a surgical delay of between 15 and 29 minutes surgical delay due to the time it took the surgical technician to manually retrieve the screws. The surgery was completed successfully with no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the complaint condition for the 314.67 lot number a4jc227 cruciform screwdriver blade with holding sleeve was likely caused by the over seventeen years of use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The 314.67 cruciform screwdriver blade with holding sleeve is an instrument routinely used in the compact hand and modular hand system. The device was returned and reported to no longer be holding screws properly. This condition is confirmed; the four distal prongs of the holding sleeve are bent significantly out of position precluding the device from retaining screws. It is likely that over seventeen years of use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 12/1998 and is over seventeen years old. The balance of the returned device is fairly worn condition consistent with its advanced age. Device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.